Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient has not recharged or used the ipg in approximately a year. Surgical intervention took place wherein the ipg was explanted and replaced.

Event description:
Additional information received indicates effective therapy was established.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.